Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: v amf3030c200tj, serial/lot #: (B)(4), ubd: 12-aug-2023, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted during an endovascular procedure for the repair of a 62mm abdominal aortic aneurysm it was reported from a CT carried out a week later that there was a suspected type ib endoleak, the physician mentioned determining the type of el is difficult and will monitor the progress. As per the physician the cause of the event cannot be determined. No additional clinical sequalae was provided and the patient will be monitored.